Event description:
A customer reported that they analyzed 107 pt samples using the variant ii turbo hemoglobin a1c program on (B)(6) 2009. One pt result with a value of (B)(4) was questioned after it was reported to the physician. On (B)(6) 2009, the customer re-analyzed this pt sample along with six other samples from the previous day. Prior to analysis, the customer changed the guard cartridge and calibrated the instrument. The values of all seven repeated pt samples decreased; the value of the questioned pt sample decreased to 5.6% (B)(4). The customer then re-analyzed all 107 pt samples from the prior day and reported the corrected results for sample values that had decreased significantly. There have been no reports of injury or mistreatment associated with this case.

Manufacturer narrative:
A review of the chromatograms from the customer site revealed that the peaks were broad and rounded in the results produced on (B)(4) 2009. The chromatogram peaks produced on (B)(4) 2009, after the change of the guard cartridge and calibration, were sharp and well defined. This is indicative of a failed guard cartridge; however, the customer had already disposed off the guard cartridge prior to reporting this issue. We have not been able to reproduce this issue internally.